Event description:
It was reported by the pt on a voluntary medwatch via the FDA that following a cardiac catheterization, a 6f angio-seal sts was used to seal the right femoral arteriotomy. The pt was discharged and later that night, the pt stated the foot and leg were cold and numb. The pt could not walk and reportedly underwent a right femoral angioplasty for a sub-total occlusion. The pt continued to follow up with the physician due to this event. In 2006, a CT scan was performed. Allegedly only 2 arteries on both sides below the popliteal artery were seen. Posterior arteries were not visualized. In 2007, allegedly the pt developed a rupture where the artery was weakened. The pt had medical history of a positive stress test at the time of the procedure. The hosp has no records of pt treatment after this cardiac catheterization in 2005. The physician name provided was unable to be determined on the old records.

Manufacturer narrative:
No prod was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.